Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of an abbott diabetes care (adc) device. A customer reported receiving unspecified low glucose sensor scan readings and did not notice a trend arrow on the device. The customer experienced involuntary bowel movements, sweating, slurred words, confusion, pain, and a loss of consciousness. The customer had contact with a healthcare professional (hcp) who administered glucose, zofran for nausea, tylenol for pain, and unspecified intravenous fluids. It was indicated that results of 115, 126, and 113 was also obtained on a adc device compared to an unspecified low fingerstick result. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11, 224, 227 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and milled slot into sensor casing. Performed smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of an abbott diabetes care (adc) device. A customer reported receiving unspecified low glucose sensor scan readings and did not notice a trend arrow on the device. The customer experienced involuntary bowel movements, sweating, slurred words, confusion, pain, and a loss of consciousness. The customer had contact with a healthcare professional (hcp) who administered glucose, zofran for nausea, tylenol for pain, and unspecified intravenous fluids. It was indicated that results of 115, 126, and 113 was also obtained on a adc device compared to an unspecified low fingerstick result. There was no report of death or permanent injury associated with this event.